Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found no alarms related to the reported issue. Functional testing did not confirm a latch lock issue, but further evaluation revealed the downstream occlusion (dso) sensor was defective. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device had a malfunctioning latch lock during testing. Evaluation of the returned device found a faulty downstream occlusion sensor. There was no patient involvement.